Event description:
It was reported that an ilet user experienced repeated alert 38 for consecutive stalled motor, attempted five restarts without resolution, and transitioned to manual therapy while awaiting a replacement; blood glucose values were reported as unaffected, and the user continued cgm via dexcom. Symptoms included no reported hypoglycemia or hyperglycemia and no injury. Outcomes included no medical intervention and no hospitalization. Investigation included technical support review and replacement logistics. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.